Event description:
It was reported that the first marker was deployed into the breast, an x-ray was taken, and the marker didn't show up on the x-ray. The probe was removed from the breast and it was noticed the tip was sheared off of the marker. The customer was able to retrieve the sheared tip. The probe was reinserted into the breast, another marker was inserted in the cannula of the probe, deployed, an x-ray was taken, and no marker was seen on the x-ray. When the probe was removed from the breast, it was noticed the tip of the marker was sheared off and was found in the needle of the probe. A third marker was tried and successfully deployed, shown up on x-ray, and removed successfully from the breast. No patient consequence occurred.

Manufacturer narrative:
Date sent: 04/24/2009. Evaluation summary: the analysis results of the mam3001 device (a) found that the tip of the introducer tube was received sheared off at the distal end and the piece was missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. However, a potential cause of the found defect is the removal of the mammomarker from the disposable probe while it is still inserted into the patient breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the patient breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during analysis. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. No conclusion could be reached based on the analysis results as to why the mam3001 applier reportedly malfunctioned during surgery. The applier (b) was returned in good physical condition and already deployed. The firing mechanism was tested and it was fully functional. Although the event could not be confirmed; however, a corrective and preventive action has been initiated to address the root cause of the deployment issues. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies related ot the event description were found during the manufacturing process.